Event description:
The complainant reported that during a procedure, the manifold rotator leaked. No harm or injury to the patient was reported.

Manufacturer narrative:
Evaluation conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.